Event description:
It was reported that a pulse oximeter display showed missing segments. There was no reported patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported failure mode of unit display was missing segments was verified. This is a known issue, and has been isolated to the user interface printed circuit board (ui pcb). Actions have been taken under remedial action efforts. Complaint trends will continue to be monitored.